Manufacturer narrative:
Additional code added to section h6 evaluation codes result. Device evaluation summary: one battery was returned to medtronic for failure investigation. The battery was visually inspected with no visible anomalies or damage noted that may have contributed to the reported event. The testing of this battery was performed using the bqwizard 3.4 application and firmware was checked with the battery firmware tester. The battery was then installed into a test ventilator. During power up in service mode the bottom led of the battery was flashing rapidly. The battery will not work with a fuse fault, or a (cim) cell imbalance. The cause of the observed condition was found to be faulty battery. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and reviewed the logs. The se charged the secondary battery and replaced the primary battery. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator "stopped working." Although requested, additional information has not been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated battery alerts and the primary battery malfunctioned with the secondary battery activating and then eventually depleting with the unit powering off. The patient was removed from the ventilator and placed on an alternate ventilator with no harm.